Event description:
Customer report that during ventilation ,in cmv mode, the (B)(6) 2021 at around 17h ventilator stoped to deliver ventilation can you tell me if you find something in the logs because we notice that customer have problem with flow sensor which lead c6 to switch to pcv mode thank you

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.